Event description:
Per email (B)(6): "she kept getting 'high pressure' alarms, she changed out her tubing and finally it stopped. She noticed multiple dents in the tubing that kept alarming, left message for pt see if still available for return. No serial number or lot number available. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Unk; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; is the therapy life-sustaining? Yes; reported to (B)(6) by health professional.